Manufacturer narrative:
(B)(4) - refer to investigation results below. To assess the assay performance with regard to clinical sensitivity, the customer's returned patient sample was tested using a retained kit of architect hbsag reagent 6c36-27, lot 86217lf00. The customer's observation of a negative result was repeated. Commercially available sero-conversion panels were then tested using architect hbsag reagent 6c36-27, lot 86217lf00. The results returned were within specifications. The returned patient sample was sent to an external laboratory for pcr testing. The results for hepatitis b viral load were reported as - hepatitis b dna not detected by the external laboratory (method - hbv (hepatitis b) dna quantitative determination by pcr (roche)). A review of the customer's data was carried out by our associate medical director for abbott diagnostic division. Information received is as follows: as the pcr was negative from the blood draw on (B)(6), the patient can be seen to be in the phase of resolving an acute (B)(6). At this point in time the (B)(6), although there is the possibility that these appear later after the disappearance of (B)(6). In this case the (B)(6) should be negative and the result is not false negative. A review of testing data generated by our quality control laboratory prior to approving this reagent lot for sale did not identify any issues. A review of our customer complaints database did not identify any trend for this product list base or reagent lot relating to the customer's issue. Based on our investigation, we have determined that architect hbsag reagent 6c36-27, lot 86217lf00 is performing acceptably. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint. The customer was directed to the architect hbsag reagent package insert "limitations of the procedure" section, for further information.

Event description:
The customer stated a (B)(6) result was generated on the architect hbsag assay. A patient diagnosed with nonspecific gastrointestinal hemorrhage generated a (B)(6) result on the architect hbsag assay. The sample was retested after centrifugation, and again yielded a (B)(6) result. The patient was previously tested for (B)(6) using real time pcr and the result was (B)(6) of plasma. The patient was tested for other (B)(6) markers on the architect and was (B)(6) for anti-hbc igm and anti-hbc ii. (B)(6) results were obtained for (B)(6). The patient tested (B)(6) for havab igm and (B)(6) for anti-hcv on the architect. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c36, architect hbsag that has a similar product distributed in the us, list number 1l80, architect hbsag. An investigation is in process. A follow-up report will be submitted when the investigation is complete.